Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The nurse reported that the insulin pump had no delivery alarm. The customer's blood glucose was 473 mg/dl at the time of incident. The nurse performed plunger push and the insulin did exit. The nurse performed manual prime and the insulin pump did not alarm no delivery. The insulin pump will not be returned for analysis.